Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the ventilator suddenly powered off during a patient use demonstration at a hospital. The attending nurse immediately rebooted the ventilator, and it displayed a 'critical thread failure¿ message. The hospital stated that there was no severe impact on the patient. The hospital then replaced the unit with a backup nkv-550 ventilator. After retrieving the ventilator from the patient's room, the distributor inspected the hardware but found no apparent issues. The distributor has been running a long-term test with identical settings used at the hospital for over 48 hours, yet the device functions without any problems. The reporting hospital has not shared patient demographics or initial reporter information. By design, critical thread failure is a high priority alarm, with both audible and visual alarm signals.